Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported during a cystectomy/ileal conduit procedure, an end tone was provided by the generator, indicating a completed seal cycle, but oozing was noted. The surgeon attempted to complete the sealing a second time and reported that the device jaws became locked while on tissue. The surgeon used manual ligation to complete the procedure. There was no patient injury.